Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was shutting off anytime a drawer was opened. The customer reported that the malfunction occurred when the drawer was opened. The customer confirmed that the pyxis shuts off and loses power each time a drawer was opened, with three drawers tested. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station power off when the drawer was accessed. A field service engineer (fse) inspected the device and could not duplicate the problem. The fse replaced the pyxis bus cable and the power module. The fse tested the station in diagnostics, and the customer tested the station in the medical application. The system functioned as intended after the field service engineer repaired the device.